Event description:
It was reported that noise resulting in oversensing was noted on the device and abbott technical support was contacted. Later, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition.